Event description:
It was reported that the patient suffered from severe driveline infection. The patient had redness, pain, and oozing from the driveline exit site. No cultures could be identified. The patient was admitted and antibiotic and wound vacuum treatments were performed but they did not show the desired effect. The hospital decided to exchange the pump on (B)(6) 2024. As of (B)(6) 2024, the patient was in the intensive care unit, and it was too early to tell if the infection was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not returned. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.